Event description:
The international distributor reported they had performed an upgrade on the ventilator per a manufacturer recall notice. The distributor informed the manufacturer that when the power supply snubber pcb was removed from the ventilator, it was noted to have evidence of overheating. The ventilator was not in use on a patient, therefore there was no patient harm. The service engineer replaced the snubber pcb as directed in the recall notice to correct the finding. The snubber pcb was scrapped by the distributor.

Manufacturer narrative:
Notification of field correction was submitted to the FDA on 8/16/2006. We are currently awaiting recall classification.